Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Heli-fx endoanchors and an endurant ii stent graft system were implanted in a patient for the endovascular treatment of a 62mm abdominal aortic aneurysm. The proximal neck length was 6mm with mild tortuosity. Six endoanchors were implanted from the endograft to the proximal neck due to a type ia endoleak. It was reported that a large type ia endoleak was noted on final angio. Two non-mdt chimney stents were inserted into the left renal artery and an endurant ii cuff was implanted proximally to seal the aneurysm. There were no endoleaks noted at patient discharge. The event has not been assessed by the investigator. No additional clinical sequalae were reported and the patient is fine.